Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain \ chronic pelvic pain") and embedded device ("x-rays reveal portion of essure are present in the fallopian tube extending into the myometrium") in a 26-year-old female patient who had essure (batch no. A60609) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included obesity. Concurrent conditions included gestational diabetes since (B)(6)2012, trichomoniasis since (B)(6)2012, genital hemorrhage, fever, chills, nonspecific abnormal papanicolaou smear of cervix, device implant nos and graft pain. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6)2012 to (B)(6)2012 for contraception, insulin human;insulin human injection, isophane (novolin) since (B)(6)2012 for insulin dependent diabetic, metronidazole benzoate (flagyl) since (B)(6)2012 for trichomoniasis as well as alprazolam from (B)(6)2016 to (B)(6)2016, diclofenac since 2016, ibuprofen (motrin) since 2007, melatonin since 2007, paracetamol (tylenol) since 2007, paracetamol;phenylephrine hydrochloride since 2007 and sertraline since (B)(6)2016. In (B)(6)2012, the patient experienced nausea ("nausea / nausai"). On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2012, the patient experienced fatigue ("fatigue") and allergy to metals ("allergic or hypersensitivity reaction (type: nickel allergy)"). On (B)(6)2012, the patient experienced anxiety ("anxiety / psychological or psychiatric problems (condition: anxiety)"), migraine ("migraines"), depression ("psychological or psychiatric problems (condition: depression)"), furuncle ("rashes or skin conditions (type: boils) / allergic or hypersensitivity reaction - type: boils"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping) / cramps") and dysgeusia ("allergic or hypersensitivity reaction - type: metallic taste"). In (B)(6)2012, the patient experienced rash ("skin rash / rashes or skin conditions (type: rashes ) / allergic or hypersensitivity reaction - type: rashes"), alopecia ("hair loss / hair falling out"), skin disorder ("rashes or skin conditions (type: weird bumps)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss (specify which one) weight gain / weight issues"). In (B)(6)2013, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and urinary tract infection ("infection (bladder / urinary tract / vaginal ) - type: utis / urinary tract infection"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular cycle"), abdominal distension ("bloating"), loss of libido ("loss of libido"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems / dental issues"), abdominal pain lower ("lower stomach quaderant"), arthralgia ("ankles / joints pain"), neck pain ("neck pain"), paraesthesia ("tingly sensations in limbs"), bacterial vaginosis ("bacterial vaginosis / bv"), abdominal pain upper ("stomach pain"), insomnia ("insomnia"), hyperhidrosis ("sweating") and feeling abnormal ("brain fog"). The patient was treated with surgery (robotic-assisted total laproscopichysterectomy,bilateral salpingectomy,uterosacral ligament fixation). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, embedded device, menstruation irregular, rash, abdominal distension, migraine, fatigue, allergy to metals, urinary tract infection, female sexual dysfunction, depression, furuncle, skin disorder, vaginal discharge and abdominal pain lower outcome was unknown, the alopecia, dyspareunia, loss of libido, vaginal haemorrhage, menorrhagia, headache, nausea, dysmenorrhoea, dysgeusia, paraesthesia, bacterial vaginosis and abdominal pain upper had resolved and the anxiety, tooth disorder, weight increased, arthralgia, neck pain, insomnia, hyperhidrosis and feeling abnormal was resolving. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, anxiety, arthralgia, bacterial vaginosis, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, furuncle, headache, hyperhidrosis, insomnia, loss of libido, menorrhagia, menstruation irregular, migraine, nausea, neck pain, paraesthesia, pelvic pain, rash, skin disorder, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: approximate weight at the time of essure placement 275 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.4 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in the patient¿s medical records : anxiety, dyspareunia, pelvic pain, loss of libido, headache, menorrhagia, depression. Concerning the injuries reported in this case, the following one was added from the patient¿s medical records : x-rays reveal portion of essure are present in the fallopian tube extending into the myometrium (pt - embedded device). Most recent follow-up information incorporated above includes: on 24-jan-2019: plaintiff fact sheet and medical records received : lot number and expiration details added. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction (type: nickel allergy), urinary tract infection, apareunia (inability to have sexual intercourse), psychological or psychiatric problems (condition: depression), rashes or skin conditions (type: weird bumps, boils), headaches, nausea, dental problems,dysmenorrhea (cramping), vaginal discharge, weight gain, lower stomach quaderant, ankles / joints pain, neck pain, tingly sanation in limbs, bacterial vaginosis / bv, stomach pain, insomnia, sweating, brain fog, did not undergo confirmation test. Outcome of the events were updated. Onset date of events were updated. Concomitant drugs, medical history were added. Reporter information were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain \ chronic pelvic pain') and embedded device ('x-rays reveal portion of essure are present in the fallopian tube extending into the myometrium') in a 26-year-old female patient who had essure (batch no. A60609- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included obesity. Concurrent conditions included gestational diabetes since (B)(6) 2012, trichomoniasis since (B)(6) 2012, genital hemorrhage, fever, chills, nonspecific abnormal papanicolaou smear of cervix, device implant nos and graft pain. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 for contraception, since (B)(6) 2012 for gestational diabetes, metronidazole benzoate (flagyl) since (B)(6) 2012 for trichomoniasis as well as alprazolam from (B)(6) 2016, diclofenac since 2016, ibuprofen (motrin) since 2007, melatonin since 2007, paracetamol (tylenol) since 2007, paracetamol;phenylephrine hydrochloride since 2007 and sertraline since (B)(6) 2016. In (B)(6) 2012, the patient experienced nausea ("nausea / nausai"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced fatigue ("fatigue") and allergy to metals ("allergic or hypersensitivity reaction (type: nickel allergy)"). On (B)(6) 2012, the patient experienced anxiety ("anxiety / psychological or psychiatric problems condition: anxiety"), migraine ("migraines"), depression ("psychological or psychiatric problems condition: depression"), furuncle ("rashes or skin conditions (type: boils) / allergic or hypersensitivity reaction - type: boils"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping) / cramps") and dysgeusia ("allergic or hypersensitivity reaction - type: metallic taste"). In (B)(6) 2012, the patient experienced dermatitis allergic ("skin rash / rashes or skin conditions (type: rashes ) / allergic or hypersensitivity reaction - type: rashes"), alopecia ("hair loss / hair falling out"), skin disorder ("rashes or skin conditions (type: weird bumps)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss (specify which one) weight gain / weight issues"). In (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse / dyspareunia painful sexual intercourse"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia") and urinary tract infection ("infection (bladder / urinary tract / vaginal ) - type: utis / urinary tract infection"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular cycle"), abdominal distension ("bloating"), loss of libido ("loss of libido"), female sexual dysfunction ("apareunia inability to have sexual intercourse"), tooth disorder ("dental problems / dental issues"), abdominal pain lower ("lower stomach quadrant"), arthralgia ("ankles / joints pain"), neck pain ("neck pain"), paraesthesia ("tingly senation in limbs"), bacterial vaginosis ("bacterial vaginosis / bv"), abdominal pain upper ("stomach pain"), insomnia ("insomnia"), hyperhidrosis ("sweating"), feeling abnormal ("brain fog") and premenstrual syndrome ("premenstrual syndrome"). The patient was treated with surgery (robotic-assisted total laproscopichysterectomy,bilateral salpingectomy,uterosacral ligament fixation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, embedded device, menstruation irregular, dermatitis allergic, abdominal distension, fatigue, allergy to metals, urinary tract infection, female sexual dysfunction, depression, furuncle, skin disorder, vaginal discharge and abdominal pain lower outcome was unknown, the alopecia, dyspareunia, loss of libido, migraine, vaginal haemorrhage, menorrhagia, headache, nausea, dysmenorrhoea, dysgeusia, paraesthesia, bacterial vaginosis and abdominal pain upper had resolved and the anxiety, tooth disorder, weight increased, arthralgia, neck pain, insomnia, hyperhidrosis and feeling abnormal was resolving. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, anxiety, arthralgia, bacterial vaginosis, depression, dermatitis allergic, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, furuncle, headache, hyperhidrosis, insomnia, loss of libido, menorrhagia, menstruation irregular, migraine, nausea, neck pain, paraesthesia, pelvic pain, premenstrual syndrome, skin disorder, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: approximate weight at the time of essure placement 275 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.4 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in the patient¿s medical records : anxiety, dyspareunia, pelvic pain, loss of libido, headache, menorrhagia, depression. Concerning the injuries reported in this case, the following one was added from the patient¿s medical records : x-rays reveal portion of essure are present in the fallopian tube extending into the myometrium (pt - embedded device). Lot number reported a60609 is invalid . Most recent follow-up information incorporated above includes: on 30-apr-2020: update of information (batch is not valid). We reveived a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain \ chronic pelvic pain') and embedded device ('x-rays reveal portion of essure are present in the fallopian tube extending into the myometrium') in a 26-year-old female patient who had essure (batch no. A60609) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included obesity. Concurrent conditions included gestational diabetes since (B)(6) 2012, trichomoniasis since (B)(6) 2012, genital hemorrhage, fever, chills, nonspecific abnormal papanicolaou smear of cervix, device implant nos and graft pain. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 to (B)(6) 2012 for contraception, () since (B)(6) 2012 for gestational diabetes, metronidazole benzoate (flagyl) since (B)(6) 2012 for trichomoniasis as well as alprazolam from (B)(6) 2016 to (B)(6) 2016, diclofenac since 2016, ibuprofen (motrin) since 2007, melatonin since 2007, paracetamol (tylenol) since 2007, paracetamol;phenylephrine hydrochloride since 2007 and sertraline since (B)(6) 2016. In (B)(6) 2012, the patient experienced nausea ("nausea / nausai"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced fatigue ("fatigue") and allergy to metals ("allergic or hypersensitivity reaction (type: nickel allergy)"). On (B)(6)2012, the patient experienced anxiety ("anxiety / psychological or psychiatric problems (condition: anxiety)"), migraine ("migraines"), depression ("psychological or psychiatric problems (condition: depression)"), furuncle ("rashes or skin conditions (type: boils) / allergic or hypersensitivity reaction - type: boils"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping) / cramps") and dysgeusia ("allergic or hypersensitivity reaction - type: metallic taste"). In (B)(6) 2012, the patient experienced dermatitis allergic ("skin rash / rashes or skin conditions (type: rashes ) / allergic or hypersensitivity reaction - type: rashes"), alopecia ("hair loss / hair falling out"), skin disorder ("rashes or skin conditions (type: weird bumps)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss (specify which one) weight gain / weight issues"). In (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and urinary tract infection ("infection (bladder / urinary tract / vaginal ) - type: utis / urinary tract infection"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular cycle"), abdominal distension ("bloating"), loss of libido ("loss of libido"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems / dental issues"), abdominal pain lower ("lower stomach quadrant"), arthralgia ("ankles / joints pain"), neck pain ("neck pain"), paraesthesia ("tingly sensation in limbs"), bacterial vaginosis ("bacterial vaginosis / bv"), abdominal pain upper ("stomach pain"), insomnia ("insomnia"), hyperhidrosis ("sweating"), feeling abnormal ("brain fog") and premenstrual syndrome ("premenstrual syndrome"). The patient was treated with surgery (robotic-assisted total laproscopic hysterectomy,bilateral salpingectomy,uterosacral ligament fixation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, embedded device, menstruation irregular, dermatitis allergic, abdominal distension, fatigue, allergy to metals, urinary tract infection, female sexual dysfunction, depression, furuncle, skin disorder, vaginal discharge and abdominal pain lower outcome was unknown, the alopecia, dyspareunia, loss of libido, migraine, vaginal haemorrhage, menorrhagia, headache, nausea, dysmenorrhoea, dysgeusia, paraesthesia, bacterial vaginosis and abdominal pain upper had resolved and the anxiety, tooth disorder, weight increased, arthralgia, neck pain, insomnia, hyperhidrosis and feeling abnormal was resolving. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, anxiety, arthralgia, bacterial vaginosis, depression, dermatitis allergic, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, furuncle, headache, hyperhidrosis, insomnia, loss of libido, menorrhagia, menstruation irregular, migraine, nausea, neck pain, paraesthesia, pelvic pain, premenstrual syndrome, skin disorder, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: approximate weight at the time of essure placement 275 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.4 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in the patient¿s medical records : anxiety, dyspareunia, pelvic pain, loss of libido, headache, menorrhagia, depression. Concerning the injuries reported in this case, the following one was added from the patient¿s medical records : x-rays reveal portion of essure are present in the fallopian tube extending into the myometrium (pt - embedded device). Most recent follow-up information incorporated above includes: on (B)(6)2020: social media received : new reporter was added, event pms was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain \ chronic pelvic pain') and embedded device ('x-rays reveal portion of essure are present in the fallopian tube extending into the myometrium') in a 26-year-old female patient who had essure (batch no. A60609) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included obesity. Concurrent conditions included gestational diabetes since (B)(6) 2012, trichomoniasis since (B)(6) 2012, genital hemorrhage, fever, chills, nonspecific abnormal papanicolaou smear of cervix, device implant nos and graft pain. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 to (B)(6) 2012 for contraception, () since (B)(6) 2012 for gestational diabetes, metronidazole benzoate (flagyl) since (B)(6) 2012 for trichomoniasis as well as alprazolam from (B)(6) 2016 to (B)(6) 2016, diclofenac since 2016, ibuprofen (motrin) since 2007, melatonin since 2007, paracetamol (tylenol) since 2007, paracetamol;phenylephrine hydrochloride since 2007 and sertraline since (B)(6) 2016. In (B)(6) 2012, the patient experienced nausea ("nausea / nausai"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced fatigue ("fatigue") and allergy to metals ("allergic or hypersensitivity reaction (type: nickel allergy)"). On (B)(6) 2012, the patient experienced anxiety ("anxiety / psychological or psychiatric problems (condition: anxiety)"), the first episode of migraine ("migraines"), depression ("psychological or psychiatric problems (condition: depression)"), furuncle ("rashes or skin conditions (type: boils) / allergic or hypersensitivity reaction - type: boils"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping) / cramps") and dysgeusia ("allergic or hypersensitivity reaction - type: metallic taste"). In (B)(6) 2012, the patient experienced dermatitis allergic ("skin rash / rashes or skin conditions (type: rashes ) / allergic or hypersensitivity reaction - type: rashes"), alopecia ("hair loss / hair falling out"), skin disorder ("rashes or skin conditions (type: weird bumps)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss (specify which one) weight gain / weight issues"). In (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and urinary tract infection ("infection (bladder / urinary tract / vaginal ) - type: utis / urinary tract infection"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular cycle"), abdominal distension ("bloating"), loss of libido ("loss of libido"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems / dental issues"), abdominal pain lower ("lower stomach quaderant"), arthralgia ("ankles / joints pain"), neck pain ("neck pain"), paraesthesia ("tingly senation in limbs"), bacterial vaginosis ("bacterial vaginosis / bv"), abdominal pain upper ("stomach pain"), insomnia ("insomnia"), hyperhidrosis ("sweating"), feeling abnormal ("brain fog") and the second episode of migraine ("migraines (it was awful)"). The patient was treated with surgery (robotic-assisted total laproscopichysterectomy,bilateral salpingectomy,uterosacral ligament fixation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, embedded device, menstruation irregular, dermatitis allergic, abdominal distension, fatigue, allergy to metals, urinary tract infection, female sexual dysfunction, depression, furuncle, skin disorder, vaginal discharge and abdominal pain lower outcome was unknown, the alopecia, dyspareunia, loss of libido, vaginal haemorrhage, menorrhagia, headache, nausea, dysmenorrhoea, dysgeusia, paraesthesia, bacterial vaginosis and abdominal pain upper had resolved and the anxiety, tooth disorder, weight increased, arthralgia, neck pain, insomnia, hyperhidrosis and feeling abnormal was resolving. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, anxiety, arthralgia, bacterial vaginosis, depression, dermatitis allergic, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, furuncle, headache, hyperhidrosis, insomnia, loss of libido, menorrhagia, menstruation irregular, nausea, neck pain, paraesthesia, pelvic pain, skin disorder, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: approximate weight at the time of essure placement 275 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.4 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in the patient¿s medical records : anxiety, dyspareunia, pelvic pain, loss of libido, headache, menorrhagia, depression. Concerning the injuries reported in this case, the following one was added from the patient¿s medical records : x-rays reveal portion of essure are present in the fallopian tube extending into the myometrium (pt - embedded device). Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event migraines was added. Reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular cycle"), rash ("skin rash"), abdominal distension ("bloating"), alopecia ("hair loss"), anxiety ("anxiety"), dyspareunia ("painful intercourse"), loss of libido ("loss of libido"), migraine ("migraines") and fatigue ("fatigue"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menstruation irregular, rash, abdominal distension, alopecia, anxiety, dyspareunia, loss of libido, migraine and fatigue outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, dyspareunia, fatigue, loss of libido, menstruation irregular, migraine, pelvic pain and rash to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.